Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. User facility medwatch number (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit fractured while drilling. The fragment was removed from the pt's bone.